Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.

Event description:
The report we received from our affiliate indicated that this male patient was presented to the interventional lab for an angioplasty (pta) procedure of an intrastent restenosis in the right iliac artery. There is no information describing the characteristics of the vessel. The physician made access in the humeral artery and inserted an avanti 4fr. Sheath. Over a guidewire, the pta balloon was advanced to the lesion and angioplasty of the restenosis was performed. After dilatation of the lesion, the physician attempted to deflate the balloon, but the balloon would not totally deflate. Subsequently, he removed the sheath introducer and the pta balloon simultaneously. There were no reported patient complications.